Event description:
Customer reports that needle tip broke during surgery. A small piece remains in the pt. Operating surgeon does not feel this will be detrimental and alleges no consequence to the pt. Note: outcome to pt does not denote adverse event. MDR regulation of 7/31/96 requires reporting of incident once medical device family initially reported assuming incident could recur.